Event description:
The nurse reported that the instruments would not fit through the trocar cannula. Additional information received from the surgeon stated the case was started with a light pipe placed in the trocar cannula. The core vitrectomy was performed. The light pipe was removed and when the surgeon attempted to place other instruments through the trocar cannula he couldn't. The yellow plastic in the trocar cannula occluded the port. The trocar cannula was removed, and the remainder of the surgery was completed without a trocar cannula used at the sclerotomy site. The wound was sutured. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available. This report was mailed to FDA on: 09/03/2009.